Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint was confirmed. One unpackaged ar-1288rtt-fc3 was returned for investigation. Visual evaluation found that the flip cutter tip has scratches and cannot be closed, probably because of the amount of tissue on it or because the shaft was damaged. The method used to prepare the bone, as well as the bone quality encountered, were not provided. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Event description:
On 5/17/2023, it was reported by a sales representative via sems that the black handle of the flipcutter iii from an ar-1288rtt-fc3 fibertag tightrope with flipcutter implant system fell apart while retro drilling. Because of this, the blade of the flipcutter was unable to close all the way. Everything was removed from inside the patient, and the case continued. This was discovered during an aclr procedure on (B)(6) 2023. Additional information requested.